Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The complainant reported that there was a tear in one fenestrated pigtail end of the sof-flex pediatric double pigtail ureteral stent set. There was no reported harm to the patient and no delay in the case. It is not known if the device made patient contact, but no serious injuries were reported.